Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her unknown onetouch meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2012. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise. It is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. Two to three days after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness, thirst, and lightheadedness" and self treated with food/drink in response to the symptoms. The cca noted that the patient did not have the meter or the strips during troubleshooting. The reported issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.